Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and general malaise. It was further reported that the right atrial (ra) lead exhibited dislodgement, non-capture and no sensing. The ra lead was turned off. It was also reported that the right ventricular (rv) lead exhibited dislodgment and high thresholds. The rv lead was reprogrammed and remains in use. A lead revision procedure was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead revision procedure was successfully carried out and lead parameters returned to normal.